Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation of the device found that the soft cannula measured the correct full length according to specification despite damage to the external portion of the soft cannula. A root cause for the reported event could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's parent that the patient's blood glucose levels reached high, but with a finger prick read 464 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that they felt insulin leaking from the pod. When removed from the infusion site (leg), the pod's cannula was found bent and it looked like it wasn't under the skin. As treatment, a new pod was going to be applied.